Event description:
A caller reported that the cartridge was not fitting properly on the pump, which was identified as an issue with an o-ring on the pneumatic tap. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the pump case, inspect the area for damage, remove the o-ring, clean the pneumatic tap with an alcohol wipe or lint-free cloth, and reload the original cartridge. The customer successfully resumed insulin therapy.